Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to inflate with 5.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution could be seen going directly into the drainage lumen indicating lumen to lumen leakage. This is out of specification which stated, "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed. The root cause for this failure was machine- based on the analysis it was concluded that the geometry of the core pins and causing lumen leaks per evaluations made during investigation process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. Labeling review was not completed as the complaint was addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out due to water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage.